Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system lost stimulation after lifting a 10lb box onto their shoulder two weeks after implant. Troubleshooting was unsuccessful. An x-ray revealed a lead migration and stimulation was turned off. During the revision procedure the lead and anchor were replaced. A non-saluda anchor was used and stimulation was restarted.